Event description:
It was reported the printer is broken. It was also reported the analyzer is broken. Followup information received indicates it is believed the atrial analyzer would not accurately sense p-waves. The programmer was returned for repair. The programmer was analyzed and tested out of specification. Status of the analyzer is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the printer drawer latch was broken. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced and calibrated. Concomitant products: product ID 2067l radiofrequency head; product ID 2290 analyzer. (B)(4).